Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is unable to communicate with its external devices following an unrelated procedure. The patient did not set their ipg to surgery mode. Further intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that a field represenative was able to recover the ipg. Therapy was restored and further intervention is not planned.